Manufacturer narrative:
Correction to h6; type of investigation, and investigation conclusion. Additional information was provided that the 3mensio was evaluated and observed: calcification present on stj (left) and landing zone (right). The evaluation of the balloon showed the balloon burst radially. Additionally, 3mensio revealed the presence of calcification in patient's sinotubular junction (stj) and landing zone. In this case, calcified stj and landing zone may have contributed to the balloon ruptured as the presence of calcification could create a challenging anatomy for the balloon inflation.

Manufacturer narrative:
The investigation is ongoing.

Event description:
During a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 valve via transaortic approach, the balloon ruptured during deployment. There was significant circumferential calcium at the sinotubular junction (stj) level that the team believed contributed to the rupture. When removing the certitude delivery, the ruptured balloon was getting stuck at the end of the sheath and the implanter said that the balloon came off the delivery system. The certitude delivery system was removed but the distal end of the balloon and nose cone was in the ascending aorta. The implanter was able to make his arteriotomy slightly larger and removed everything from the patient. The patient is stable and in recovery. The device will be returned for examination.

Manufacturer narrative:
Correction to h6; component code, impact code, type of investigation, investigation findings, investigation conclusion. Update to d9 and h2. The edwards certitude delivery system (ds) was returned for examination. A visual examination found that the balloon burst radially, the distal and proximal tips of balloon wings were flared, and the guidewire was observed detached from the y-connector. Dimensional testing found that all measurements taken of the balloon's single wall thickness met the specification the following instructions for use (IFU) were reviewed: certitude delivery system with s3/s3u, device preparation manual and device procedural manual. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event of difficulty in inserting through the loader was unable to be confirmed. However, the reported events of balloon burst. Withdrawal difficulties and distal tip separation were confirmed based on the returned device evaluation. Evaluation of the returned device showed that the device conforms to specifications. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history were unable to be performed as the wo information was unavailable. In addition, a review of the IFU and training manuals revealed no deficiencies. As reported, "the implanter asked to prep a new certitude delivery system with the same valve but again the implanter could not get the loader on. The implanter then asked for another 26mm s3 valve to be prepped with the second certitude, but again the team could not get the loader on. The fcs had to break the scrub to call his team for insight. When the fcs returned to the room, the loader cap was on the valve and the implanter wanted to proceed with the procedure." In this case, the following improper device preparations could potentially lead to resistance while inserting the crimped valve through the loader: improper or incomplete flushing of the loader and/or delivery system, improper insertion technique while attempting to advance the delivery system with crimped valve through the loader, residual fluid in balloon prior to valve crimping and improper crimping of the valve onto the delivery system. Additionally, the inner diameter measurement of the loader tube met the drawing specification based on the returned device evaluation. Therefore, an edwards manufacturing deficiency was unable to be confirmed through the returned device evaluation and the root cause remains unknown at this time. The returned device evaluation showed the balloon burst radially. The patient's sinotubular junction (stj) appeared to be calcified based on the event reported. In this case, calcified stj may have contributed to the balloon rupture as the presence of calcification could create a challenging anatomy for the balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Available information suggests that patient's factor (calcification) may have contributed to the complaint event. As reported, "when removing the certitude delivery, the ruptured balloon was getting stuck at the end of the sheath and the implanter said that the balloon came off the delivery system. The certitude delivery system was removed but the distal end of the balloon and nose cone was in the ascending aorta. The implanter was able to make his arteriotomy slightly larger and removed everything from the patient." The balloon profile most likely had been enlarged as the balloon burst during deployment and the altered balloon profile was more susceptible to catching on the distal end of the sheath tip upon removal, which led to the experienced retrieval difficulty in the event. Additional device manipulation (e.g. Push/pull) may have been applied during withdrawal due to the altered balloon profile, causing the flared balloon wings and distal tip separation as observed during returned device evaluation, which has resulted in surgical intervention to retrieve all the devices from the patient. Available information suggests that procedural factors (altered balloon profile, device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.